Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer dropped his insulin pump in the washing machine. Customer was not with her son and was unable to provide the serial number. Customer's blood glucose was 138 mg/dl and the pump was exposed to water in the washing machine since the pump was left in the customer's pants. Customer received a compromised force sensor system alarm. Caller stated that the drive support cap appears normal and was not pushed on while the customer was connected. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan.